Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pains hit outta of the blue"), gastrooesophageal reflux disease ("acid reflux") and food allergy ("food aleergy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain, gastrooesophageal reflux disease and food allergy outcome was unknown. The reporter considered chest pain, food allergy, gastrooesophageal reflux disease and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, chest pain and acid relux . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case and all the information form deletion (B)(4) has been transferred into this retention case. Information included reference section, reporter information and event food allergy. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pains hit outta of the blue") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain and gastrooesophageal reflux disease outcome was unknown. The reporter considered chest pain, gastrooesophageal reflux disease and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, chest pain and acid relux. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter were added, event - chest pain and acid reflux. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pains hit outta of the blue") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, chest pain and gastrooesophageal reflux disease outcome was unknown. The reporter considered chest pain, gastrooesophageal reflux disease and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, chest pain and acid relux . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.